Manufacturer narrative:
Investigation/conclusion: as of 02/12/2016, the product was not returned for investigation. Therefore, a review of the in-house testing history for strip lot 367839a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required. If the product returns, an evaluation will be performed and a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 5.7, laboratory inr: 2.0, time between testing: performed at the same time. Therapeutic range: 2.5 - 3.5. The time between testing was minutes. There was no reported adverse patient sequela. There was no additional information provided.